Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a suture break occurred when the blue rail was pulled during knot advancement. Manual compression was applied to achieve hemostasis. There was no adverse patient effect. No additional information was provided.